Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to cylinder rupture. During the procedure it was noticed that the ipp was empty. All components were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders and pump were visually examined and microscopically tested. One cylinder had wear at a fold in the middle and in the proximal end of the body. Also, a hole with a leak from a sharp instrument in the proximal end of the cylinder was noticed. The other cylinder had wear at a fold in the middle and in the proximal end of the body and passed the leak test. No anomalies were found with the pump. The reservoir was visually examined and functionally tested. Analysis of the reservoir identified the component performed within specifications. Based on the information available and analysis results, the product analysis was not able to identify the cause that could have contributed to the reported clinical observation of fluid leak.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a fluid loss caused by a cylinder rupture. During the procedure it was noticed that the ipp was empty. All components were removed and replaced. No patient complications were reported.